Event description:
The customer reported an issue with their insulin pump, where the insulin gauge displayed an amount different than expected, specifically showing 0 units instead of the anticipated 180-210 units. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support to use room temperature insulin when filling the cartridge and to follow specific steps to reload and clean the cartridge. After following these instructions, the customer successfully reloaded the cartridge, which then displayed the correct amount of available insulin, resolving the issue.